Event description:
It was reported that the pump reset unexpectedly. Customer's blood glucose (bg) was approximately 530 mg/dl with large ketones. Customer administered a bolus via the pump to address the issue. Customer went to the emergency room and was subsequently hospitalized for elevated bg. Customer was treated intravenously with saline and insulin, and was released from the hospital the same day with no permanent damage and the issue resolved. Customer reverted to multiple daily injections for insulin therapy.